Event description:
Letter received from an attorney stating that his client sustained permanent injuries in an incident involving damage done to the client's left eye. The attorney is alleging that a "foreign object did get under the contact lens which resulted in temporary blindness and ultimately a cornea transplant." The letter did not specify which acuvue product was worn by the pt nor did it provide any info about the "foreign object." Add'l info pertaining to the product and injury have been requested from the attorney but have not been received at this time. If add'l medical or product info is received, we will report it within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meeting.

Manufacturer narrative:
(B)(4). Device not returned. No eval will be performed. No conclusion can be drawn.